Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia with blood glucose measuring 400 ¿ 470 mg/dl with symptoms suggestive of hyperglycemia of nausea, vomiting, polyuria, polydipsia, fruity breath and rapid, deep breathing. The patient denied any illness or conditions as contributing to the blood glucose excursion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. Troubleshooting of the pump by animas customer support revealed no malfunction of the pump; however, identified potential training/misuse issues and the patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced a serious adverse event while on insulin pump therapy as the result of training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.